Event description:
It was reported that while using bd bactec mgit 320 instrument, two (2) tubes resulted as false negative. The tubes were removed from the instrument for gram stain and subculture and no growth was detected. After re-incubation and subsequent gram stain and subculture, growth was detected. No patient results were affected as the final results were reported as positive.

Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): the customer reported false negative results for sample tubes. Through remote assistance it was requested for the customer to provide a report on the workflow concerning the tubes. The instrument was not showing any alert or error messages. A case was opened under reagents and samples are being returned under that case (B)(4)/(B)(4). The root cause for this complaint pr (B)(4) could not be not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts from the instrument were expected to be returned for this complaint and thus, a returned sample analysis is not required (note: reagent complaint samples are scheduled to be returned). Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 320 instrument, two (2) tubes resulted as false negative. The tubes were removed from the instrument for gram stain and subculture and no growth was detected. After re-incubation and subsequent gram stain and subculture, growth was detected. No patient results were affected as the final results were reported as positive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.